Event description:
Subsequent to final MDR, device was returned and device analysis has been completed.

Manufacturer narrative:
(B)(4). Evaluation conclusion: the device was later returned. The stent was returned expanded, which is consistent with the reported premature deployment. The distal sheath was returned separated from the outer member. This separation is consistent with device handling against resistance, which was reported. Tip flaring was noted and, based on the appearance, is consistent with bunching due to advancing against resistance. None of the analysis findings alter the conclusions of the initial report. The resistance with the guide wire and the premature deployment appear to be related to the choice of guide wire used.

Event description:
It was reported that during preparation of the 10 x 80 mm absolute .035 self expanding stent system, the stent system was backloaded onto an unspecified .038 inch guide wire. While advancing the stent system over the wire, the physician felt resistance, possibly due to the selection of the 0.38 guide wire, and attempted to pull the stent system back. The stent prematurely deployed outside the patient's anatomy. The stent system was removed from the guide wire with resistance and force was applied. A new 10 x 80 mm absolute .035 self expanding stent system was used to complete the procedure. There was no clinically significant delay and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It was not possible to perform a thorough analysis on the product because it was not returned for evaluation. Difficulty advancing/retracting the self-expanding stent system (sess) can be the result of, but not limited to, product placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or damage to the distal shaft of the sess. It was reported that the physician used a 0.038 inch diameter guide wire whereas the instructions for use (IFU) indicates to use a 0.035 inch diameter guide wire. The larger guide wire is the likely cause for the difficulty advancing and removing the device. Premature deployment can be the result of, but not limited to, handling of the device, interaction with the lesion/anatomy, accessory devices or previously implanted stents, and/or physician technique. The reported use of the 0.038 inch guide wire likely led to resistance with the inner member during removal of the device, which stretched the inner member sufficiently to cause the stent to prematurely deploy. The difficulty advancing and removing the sess appears due to the selection of a guide wire larger than indicated by the IFU. Similarly, interactions between this guide wire and the sess during the difficult removal likely stretched the inner member which likely led to premature stent deployment. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.